Event description:
The customer reported that during use of this attachment to perform reaming in a total hip surgery, the attachment broke apart and fragments fell into the surgical site. The surgeon removed two broken pieces, causing a 10-minute delay; however, it is undetermined if any small particles remain in the surgical site. There was no known injury to the pt.

Manufacturer narrative:
Conmed linvatec rec'd the attachment for investigation with the broken parts. An investigation found two pieces broken off from the output shaft. An investigation into this failure mode remains in the process. Conmed linvatec will continue to monitor this device for failures.